Manufacturer narrative:
A pocket revision scheduled was reported to abbott. The patient's ipg was pushing against the patient's skin and causing discomfort. No intervention has taken place or is scheduled at this time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Date of event is estimated. Attempts were made to obtain complete event and patient information. Additional information was not provided.

Event description:
It was reported that the patient's scs ipg is slightly pushing against the skin underneath the skin. The ipg is being revised due to discomfort.

Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete event and patient information. Additional information was not provided. A pocket revision scheduled was reported to abbott. The patient's ipg was pushing against the patient's skin and causing discomfort. The ipg was explanted and replaced, and the issue was resolved. The results of the investigation are inconclusive, since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported, that the patient's scs ipg was explanted. And replaced with a smaller device in a new pocket location to address the issue.

Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient may undergo surgical intervention to revise and possibly relocate the scs ipg pocket site. Further information is unavailable at this time.